Event description:
This report is being filed after the review of the following journal article: ma, h. H. Et al. (2022), radial distraction may reduce the incidence of ulnar-sided wrist pain in ulna-plus morphology intraoperatively following distal radius fractures fixation, bmc musculoskeletal disorders, vol. 23 (580) pages 1-8 (taiwan) the aim of this retrospective study was to compare the occurrence of ulnar-sided wrist pain (uswp) and functional outcome in minimal 2-year follow-up after using radial distraction method or not in ulna-plus morphology intraoperatively following distal radius fracture fixation. Between january 2011 to december 2017, a total of 2142 patients were treated by volar locking plate (two-column va-lcp; synthes, oberdorf, switzerland) for distal radius fracture. After adjusting for the patient with exclusion, there were 1860 patients who had no postoperative ulna-plus morphology and 136 patients (44 male and 92 female) with a mean age of 55 years who met the inclusion criteria and were analyzed and divided into 2 groups: the distraction group consists of 57 patients and the non-distraction group consisted of 79 patients. The following complication were reported as follows: 26 patients had ulnar-sided wrist pain (uswp) at 2-year follow-up: (n=4) in the distraction group and (n=22) in the non-distraction group. Among these, 12 patients in the non-distraction group udnerwent subsequent ulnar-shortening osteotomy because of ulna-carpal impingement and this also included five patients with tfcc degenerative tear, and two patients had a lunate-triquetral ligament injury which was found through the arthroscope with the geissler stage all being stage I with lunate chondromalacia. All displayed improved symptoms in the follow-ups 3 months after the secondary surgery. This report is for an unknown synthes two-column va-lcp volar plate/screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown va-lcp distal radius plate/screws constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.